Event description:
It was reported that prior to starting a cholecystectomy, the hem-o-lok clip applier instrument had locking issues and was not providing sufficient grip. The procedure was completed with no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the hem-o-lok clip applier had locking issues, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The hem-o-lok clip applier had a broken input disk issue related to the customer complaint. The hem-o-lok clip applier had input disk #7 detached from the base of the housing and disk #6 for the grip input shaft had hairline cracks. The complaint regarding locking issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of cracked input disks is attributed to use and reprocessing conditions. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument. The current input disk designs are susceptible to cracking when not thoroughly rinsed following cleaning with some enzymatic detergents. This complaint is considered a reportable event due to the following conclusion: the hem-o-lok clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.